Event description:
While sternal saw was being used to perform a modified medial sternotomy, excessive force was applied to the blade protector, which broke. The protector was removed without incident. No injury resulted.